Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: broken video cable, no image displayed and, error code b31. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the unspecified error that occurred during procedure was caused by a broken video cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gynecologic laparoscope exhibited an unspecified error code during a laparoscopic cholecystectomy procedure that was successfully completed with a similar device. There were no reports of patient harm.